Event description:
It was reported that stent partial deployment and removal difficulty occurred. Vascular access was obtained via the femoral artery. The non-totally occluded, 35x8mm, concentric, 85% stenosed target lesion was located in the moderately calcified renal artery. The lesion was pre-dilated. A 8.0x40x135 cm express ld stent balloon expandable was advanced for dilatation. The stent partially deployed while initial deployment failed to fully expand and immediately deflated. The balloon was stuck in the partially deployed stent. The balloon was successfully removed from the stent. The stent was expanded with additional ballooning within the stent. No patient complications were reported and the patient's status was stable. It was further reported that the target lesion was located in the subclavian artery and not in the renal artery.

Manufacturer narrative:
(B5) describe event or problem updated.

Event description:
It was reported that stent partial deployment and removal difficulty occurred. Vascular access was obtained via the femoral artery. The non-totally occluded, 35x8mm, concentric, 85% stenosed target lesion was located in the moderately calcified renal artery. The lesion was pre-dilated. A 8.0x40x135 cm express ld stent balloon expandable was advanced for dilatation. The stent partially deployed while initial deployment failed to fully expand and immediately deflated. The balloon was stuck in the partially deployed stent. The balloon was successfully removed from the stent. The stent was expanded with additional ballooning within the stent. No patient complications were reported and the patient's status was stable.